Event description:
It was reported by a customer on (B)(6) 2011, the aiming beam fired straight out of the fiber at 60,000 joules. Per the customer, the forward firing condition was noticed as soon as a flash occurred when the physician stepped on the pedal. It was concluded that the reflector on the fiber was damaged as the aiming beam could not be seen. This occurred when the fiber was inside of the pt and fortunately it did not cause any damage to the pt. Also, the fiber aim beam was not noticeable as soon as the flash occurred. It was concluded that this may have happened due to the quality of the fiber, as the fiber was still in pristine condition when the flash occurred. There were no error codes displayed when this occurred. The procedure was completed with the fiber. No pt injury was reported.